Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(l1) for vertebral fracture on (B)(6) 2025. In the surgery, the surgeon inserted a trial balloon according to the procedure manual. When the trial balloon was pressurized, it inflated slightly irregularly, but the surgeon determined that this would not affect stent placement and inserted the stent balloon from the right side. Perhaps due to some hardening of the anterior vertebral body, the surgeon had difficulty in positioning the stent balloon properly for insertion. Subsequently, when the stent balloon was removed from the outer tube for drilling, it was confirmed that the stent had come off. Because the balloon had not yet been pressurized, it seemed difficult to pass it through the stent that remained in the vertebral body, but the surgeon operated carefully and confirmed that the balloon had passed through the stent. The surgeon then carefully attempted to apply pressure and observed normal inflating of the stent, so proceeded with the procedure. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.